Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped and the patient became nauseous and was vomiting. The pericardial effusion was confirmed by the echo ultrasound. The medical intervention provided was a pericardiocentesis and 600cc of fluid were removed. There was no transseptal punctured performed. The physician wanted to go retrograde to the left ventricle but did not because the patient became unstable. There was no ablation performed. This event occurred during the mapping phase of the procedure. There was no change in the live impedance during the mapping phase that was noted. The flow rate was set at 2ml/min during the mapping phase. The patient did not receive any anticoagulation. The patient was reported to be in stable condition at the time the complaint was reported. The diagnosis related to this event is bigeminal premature ventricular contraction. There is no further information about the hospitalization. The outcome is that the patient fully recovered with no residual effects. The physician was unsure regarding the cause of this adverse event. He believes that during mapping, a perforation occurred in the right ventricle.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4), 2. Stockert 70 system, model #: m-5463-01, serial #: (B)(4), 3. Coolflow pump, model #: m-5491-02, serial #: (B)(4)9, 4.preface catheter sheath, model #: 301803m, lot #:17157945, 5. Non bwi - auto ID josephson quad catheter (catalog #:fsqa005ct, lot #: unknown). (B)(4).